Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had two mris done, one on the friday prior to the report, and one on the monday prior to the report. The patient said since she exited MRI mode, she didn't feel it was working. The patient said she tried switching between groups and has increased the stimulation to 7.4. The programmer showed stimulation was on. The patient was not able to feel stimulation after troubleshooting. The patient mentioned she has an appointment with the hcp on (B)(6) 2019. The patient said her back had been sore the last couple of days due to no stimulation. No further complications were reported.